Event description:
It was reported that the (B)(6) has been investigating an outbreak of infections caused by mycobacterium fortuitum and mycobacterium goodii among patients who underwent joint replacement surgery in (B)(6).

Manufacturer narrative:
This report will be amended when our investigation is complete.